Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt) from their implantable cardioverter defibrillator (ICD). The patient's vt zone was reprogrammed and the ICD remains in use. No further patient complications have been reported as a result of this event.